Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for the device as a result of exposure to electromagnetic interference from a swimming pool. The implantable cardioverter defibrillator (ICD) alerts were reset and the device remains in use. No patient complications have been reported as a result of this event.